Manufacturer narrative:
This complaint is related to an echo-hd-22-ebus-o-c device of lot number c951958. The echo-hd-22-ebus-o-c device involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctures was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. As the device was not returned for evaluation and conditions of device age usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot number c951958 did not reveal any discrepancies which could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an ebus procedure performed in (B)(6) 2014, the complaint device bent to 45 degrees and punctured the scope. It was not possible to retract the needle back into the sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor require any additional procedures due to this occurrence.